Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was about 1.2 centimeters (cm) in size and located in the left upper lobe, apicoposterior segment. The second target nodule was about 1.1 cm in size and located in the right middle lobe, medial segment, 1-2 cm away from the pleura. Instruments used during biopsy included a 23g flexision biopsy needle, a cytology brush and compatible forceps. The procedure was completed as planned with no delays. After the procedure, a chest x-ray was performed, and a moderately sized pneumothorax was discovered in the right lung. The patient was admitted overnight, then the chest tube was removed, and the patient was discharged home. The patient was referred to interventional radiology. The physician believed that the pneumothorax was not ion related and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.